Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that "a few mm" of the bd insyte¿ autoguard¿ bc shielded IV catheter split off from the tip of the needle during use. The following information was provided by the initial reporter: "an attempt to start a peripheral IV on the patient's right antecubital vein for IV contrast. IV catheter noted to be intact prior to insertion. Once inserted it was noted a quick, small blood flash, then started to meet some resistance and patient complaint of discomfort. Catheter removed. It was noted a few mm of the catheter split off from the tip of the needle no pieces of the catheter missing upon inspection. Catheter saved to be given to the product specialist nurse for review no ill effects to the patient."